Event description:
It was reported that during a laparoscopic hysterectomy procedure, a device performed normally as usual. After the uterus was mobilized, the device was used to clear the adhesion between uterus and colon, the tissue was fibrotic and hard in nature. Eventually a user found that the jaw cannot open and close by squeezing a handle, no jaw movement was seen. After a few attempts, the problem was not solved. The device was taken out and confirmed the jaw cannot move normally. The 'psr' examined the device with the nurse and part of a blade and gold color blade indicator was damaged. The user was informed about the incident. At this moment, it cannot be confirmed that a broken piece is in the patient body, or dropped on the sterile field when the device was examined by the nurse during the surgery. Unknown how case was completed. One device will be returned.

Manufacturer narrative:
When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Adduitional information reqeusted: the event states 'the jaw cannot open and close by squeezing the handle, no jaw movement was seen.'were the jaws able to be opened by using hand? For clarification, were the jaws partially open/closed? Were the jaws stuck in a completely closed position?

Manufacturer narrative:
(B)(4). The device was received with a piece of I blade broken and not returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. The condition of the blade prevented the functionality of the jaw. The jaw was unable to open and close. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.